Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up. This occurred on 60 separate occasions. No serious injury or medical intervention was reported. Verbatim: "after withdraw the blood and before use, about 60ea occurred rch pic attached."

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up. This occurred on 60 separate occasions. No serious injury or medical intervention was reported. Verbatim: "after withdraw the blood and before use, about 60ea occurred rch investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell hang-up with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no sample quality issues were performed as the tubes separated as expected. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for red cell hang-up with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had red cell hang up. This occurred on 60 separate occasions. No serious injury or medical intervention was reported. Verbatim: "after withdraw the blood and before use, about 60ea occurred rch.